Event description:
The customer stated that they received an erroneous result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The erroneous value was reported outside of the laboratory. The patient initially had a fingerstick sample measured on an accuchek meter, resulting with a value of 447 mg/dl. A sample from the patient was then collected and tested on the c 501 analyzer, resulting with a value of 182 mg/dl. A second sample was collected from the patient and tested on the c 501 analyzer, resulting with a value of 320 mg/dl. The customer then pulled the first sample tested on the c 501 analyzer and repeated it twice. The repeat values were 436 mg/dl and 433 mg/dl. These repeat values were believed to be correct. The patient was not adversely affected. The gluc3 reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that there was an obstruction in the sample probe. The customer replaced the sample probe and ran quality controls. The engineer ran precision studies and performed checks; these passed. No alarms were noted on the last calibration performed on 20-nov-2018. Controls were within range and showed no indication of an instrument or reagent performance issue. Upon review of the alarm trace, several probe aspiration alarms occurred on the day of the event. The investigation determined that the service actions resolved the issue.